Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80529u249) was advanced to the mitral valve and the clip was deployed at a2p2. The second cds (80529u247) was advanced to the mitral valve. During positioning, while retracting the cds and inverting the clip, there was interaction with the first implanted clip. The first clip detached from the anterior leaflet and remained on the posterior leaflet (slda). The second clip was deployed lateral of the slda clip and another clip was deployed medial for stabilization. Three clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified did not indicate a lot-specific quality issue. Based on the information provided, the reported single leaflet device attachment (slda) and device damaged by another (dislodged) appears to be a result of user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.